Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were attached properly. Device received in good condition, no damage found. Multiple occurrences were found in the event history log. The technician turned on the pump, after self-testing, pump alarms force sensor test. The root cause of the reported issue was found to be force sensor needs recalibration. The technician recalibrated the force sensor. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the unit failed the "force sensor test" during the power on self test. No patient injury was reported.